Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant medical products: 5086mri45 lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency department and then was admitted to the hospital for palpitations, twitching in their back while lying down and a "thumping" in their shoulder and chest area. The left ventricular (lv) lead exhibited no capture at high output and low impedance. A chest x-ray was performed and found that the lead had dislodged, the lv lead tip was in the superior vena cava (svc) area. The lead was programmed off. Approximately 1 month later, the lead was explanted and replaced. No patient complications have been reported as a result of this event.